Event description:
It was reported that during a routine follow up, accelerated depletion of battery life was noted. The pacemaker was explanted and replaced. No further information was reported.

Manufacturer narrative:
The reported event of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage at elective replacement level. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical test performed under nominal conditions indicated normal functionality. Further analysis at various pulse amplitudes found drain currents within normal range and no indication of premature depletion observed. Longevity assessment was performed, based on field settings, and the device exceeded longevity indicating normal battery depletion.